Event description:
It was reported that the video system center had an image freezing on the monitor. The issue occurred during sedation of an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The product was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting and found that rebooting the towers with a zero-wire attached from the video system center reestablished the video feed. Troubleshooting was able to resolve the reported allegation. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.